Manufacturer narrative:
Conclusions: device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Rptr indicated that dell handheld computer's screen was continually freezing, indicating a possible software malfunction. Product analysis of the dell handheld computer and software is pending.